Event description:
The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She removed the remaining pieces herself and will see a physician if she believes pieces remain inside her.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.